Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01685, 3005168196-2021-01686, 3005168196-2021-01688.

Event description:
The patient was undergoing a coil embolization procedure in the m2 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coils), penumbra smart coil detachment handles (handles), and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. The physician then attempted to detach the smart coil using a second handle, but it was unsuccessful. Next, the physician attempted to manually detach the smart coil by hand, but it was also unsuccessful. Therefore, the smart coil was removed. Afterwards, the physician advanced a second smart coil into the target vessel and attempted to detach it using the same handle; however, the same issue occurred. Therefore, the smart coil and handle were removed. The procedure was completed using other coil and the same microcatheter. There was no report of an adverse effect to the patient.